Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the device leak during use. No other information was provided.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of leakage was confirmed and the damage that allowed the device to leak appeared to be supplier related. One 20g x 3/4¿ safestep infusion set with y-site was returned for investigation. A functional test revealed fluid leaking from the y-site along the edge of the blue valve stem. A continuous leak of fluid was observed under a sustained positive pressure at the y-site as long as the pressure remained below 30psi. Once the pressure exceeded 30 psi, the leaking stopped, which was most likely caused by the valve stem sealing against the valve case under increased pressure. The valve was cut open and the valve stem was removed, which revealed damage along the sealing edge of the valve stem and other portions of the valve stem. The damage to the valve stem was located in areas that were inaccessible to the user. The surface of the valve stem that was exposed to the user exhibited no damage. Since the blue valve stem was damaged, the complaint was determined to be supplier related. The supplier was notified of this complaint.

Event description:
It was reported that the device leak during use. No other information was provided.